Event description:
The following was reported to the hamilton medical ag: summary: device stuck on loading at boot logo with message "ventilation unit synchronization timeout" on start up screen and failed to start-up.

Manufacturer narrative:
Hamilton medical ag comes to the conclusion: rootcause: defective mainboard. Correction: replacement of the defective component.